Event description:
It was reported that before an unknown procedure, the pouch was observed to be broken in the packaging.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.